Manufacturer narrative:
Investigation summary: bd received five (5) samples and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issues of underfill and tube push off were not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill based on returned photos. Tube push off could not be confirmed. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh 68 i.u. Plus blood collection tubes, the device experienced underfill or low draw of a tube with blood and hole tube push off non-patient end of needle. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: during using the tube, it found that the tube occurred low draw and tube push off issue.